Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24oct2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that during servicing of the unit, the power fail alarms failed testing. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of this report: 11/08/2018. Date received by manufacturer: 11/01/2018. Philip's field service engineer replaced the central processing unit to address the finding and the issue was resolved.